Event description:
The half rails allegedly came down on the consumers ankles, bruising both of her ankles and allegedly fracturing one ankle. Serious injury is alleged.

Manufacturer narrative:
The rail allegedly collapsed on the users foot. The user had put their foot through the rail while in the bed. Its unclear if the rail was inadvertently, unlatched and/or not fully engaged. A fractured bone in users ankle is alleged, however, no information was provided confirming the alleged ankle injury. Manufacturing has requested return of product for evaluation. Malfunction not confirmed.